Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, foreign body, entrapment, medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, grasping the leaflets with the clip was difficult. The clip was deployed, but when the cds was removed, the clip became detached from the anterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician stated the cause of the sdla was due to the possibility that a chordae was also inserted in the clip. The physician assumed the clip is deployed on chordae. Two additional clips were deployed to stabilize the slda. Three clips were implanted, reducing mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported difficult leaflet grasping could not be determined. The reported entrapment of the device resulting in foreign body in patient appears to be due to user technique/procedural condition. Additionally, the reported single leaflet device attachment/slda was due to reported entrapment of the device. The reported foreign body in patient appears to be due to procedural circumstances. The reported additional therapy/non-surgical treatment was a result of a case specific circumstances. The reported adverse events of foreign body in patient, as listed in the mitraclip g4 instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.